Event description:
The patient underwent a low anterior resection procedure. The anastomosis was created with the colonring device. According to the report: "two complete tissue donuts were in the cup, but upon examination with the proctoscope, the posterior aspect of the anastomosis was blown out." It was also reported that the anastomosis was repaired by hand sewing and the patient is doing well. According to the operating surgeon who reviewed the case it seems that too much downward pressure was put that caused some separation on the posterior aspect of the anastomosis.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions (B)(4)) and the importer ((B)(4)), as niti surgical solutions (B)(4) serves as the designated complaint handling unit for both facilities. The device was returned for evaluation and is still being evaluated. Follow up report will be submitted in case that additional information is available. Since the procedure and the operation of the device were uneventful until the use of the proctoscope, it seems that the event is related to the exertion of uncontrolled tension with the proctoscope, as also indicated by the surgeon after reviewing the case rather than to the device.